Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, three resolute onyx drug-eluting stents were implanted : one in the in the r-pda and two in the rca. Approximately 8 months post procedure, patient death occurred. Investigator and sponsor assessed event is not related to device or anti platelet medication. Cec adjudicated event a cardiac death.